Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a paramedic that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The paramedic needed assistance turning off the pump. The customer experienced symptoms such as being unresponsive. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.